Manufacturer narrative:
This report is part of a retrospective review and remediation efforts in response to a warning letter. Z-0956-2020. (B)(4). S/w 4.11e. P-cap locked in place properly during testing. Unit passed displacement test properly. Unit received with broken reservoir tube lip and cracked retainer.

Event description:
Medtronic received information that damage (physical or cosmetic) occurred. There was no adverse impact or consequence reported as a result of this event.